Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The noise could not be reproduced with isometric testing. Chest x-rays revealed no anomalies. All parameters were within normal limits. No intervention or patient symptoms were reported.